Manufacturer narrative:
(B)(4).

Event description:
It was reported increase of stimulation "that it went crazy, when going through a store security gates." It was then resolved. The patient also reported she had been noticing interference when she was using her hair dryer. The patient felt stimulation felt higher ('went crazy') when going through the store security .there change in therapy/symptom was considered sudden. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.